Event description:
It was reported that a pt received oxygen by mask greater than 15 liters flow on the mask. The connector between the mask and the tube from face piece disconnected. The flow of oxygen was disconnected for a short time.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. This device was used on a pt, however, there was no harm to the pt reported. An initial investigation was conducted on (B)(4) 2014. The investigation performed by the quality dept based on the examination of batch records and current production samples indicated that product was manufactured according to specifications. As the aerosol masks/connectors are used for products of other customers and other products, the investigation was extended to include the products. The investigation revealed that there were no add'l complaints nor adverse events reported for the other products sold in addition to product 100mm over the 12 months period. The recommendation is to keep tracking the complaints trends, to confirm if the design and the process are using the best available technology such as comparing the aerosol mask with similar devices, and to assess the feasibility of improvements to increase retention of mask connector with other manufacturer medical devices. Note: issue occurred on (3) separate cases. A separate 3500 a form has been completed for the other (2) cases. (B)(6). No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.